Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine generator change, the atrial lead, which had been electrically abandoned for years, exhibited insulation that "fell away from the conductors". The lead was partially removed and was not replaced. The right ventricular lead also exhibited "breaks in the insulation" and was knicked during the case. It was also noted that the lead had low impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.